Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance values during the implant attempt. The lead was removed and an alternate lead was placed. No patient complications have been reported as a result of this event.